Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 255 mg/dl while wearing the pod between 4 and 24 hours. Patient also experienced pain and reported a communication error during operation. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, patient refrained from eating for some time.

Manufacturer narrative:
No bends nor kinks were observed to the soft cannula. Inspection of the device found no issues capable of causing the reported pain. The cause of this event could not be determined. Inspection of the device found no issues capable of causing the reported communication error. The cause of this event could not be determined. The data presented an 0x5f alarm and timeouts. The device was reset and rerun, and the rerun data presented no anomalies. The hook made contact with the hook post spring while the ratchet gear is installed. The cause of this alarm could not be conclusively determined.